Event description:
Caller tested 4.9 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.5 inr. Patient's coumadin dosage was held based on the doctor's test result of 3.5 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.